Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported that during the index procedure after the devices were implanted vertical wrinkles were noted in the main device. CT was performed and infolding was seen to have occurred in the main stent graft. Ballooning was carried out several times but did not resolve the infolding. Final angiography also showed a possible type ia endoleak. Implantation of an aortic cuff was considered; however, it was suspected that the endoleak may have been a type IV and it was also unknown whether this would resolve the infolding, so no additional treatment was carried out. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Product analysis conclusion #1 the reported stent graft infolding and endoleak were confirmed on the films received. Although the exact cause could not be determined, it appears most likely that oversizing of the bifurcate within the thrombus-filled neck led to the radial infolding and a proximal endoleak. Review of pre-implant CT¿s and 3d reconstruction images revealed that the proximal neck diameter ranged from 25 ¿ 28mm along the 30mm length neck, and that the neck contained irregular-shaped thrombus along its entire length, which reduced the neck flow lumen diameter further. 3d reconstruction videos from the index procedure revealed that during implant, likely infolding was observed from the top of the fabric down to the flow divider. The endoleak was confirmed on CT film analysis to be a proximal type ia endoleak positioned in the gutter formed by the infolding on the main body stent. It is most likely that implanting a 36mm diameter bifurcate into an irregular shaped proximal neck flow lumen (due to thrombus and calcification), ranging from ~25-28mm in diameter, contributed to the infolding. The observed infolding in the proximal stent graft is expected to have been a factor in the occurrence of the proximal endoleak. Instructions for use for the endurant ii stent graft advise that the aortic section of the bifurcated stent graft should be oversized 10-20% in relation to the actual measured inner vessel diameter. This measurement should take into ac count thrombus and calcification present within the vessel, that has the capacity to decrease the inner vessel diameter. It also appeared that oversizing of the left iliac limb in the left common artery was present, leading to likely occlusion in this area. Product analysis conclusion #2 the reported stent graft infolding and endoleak were confirmed; however the cause of the events could not be determined from the films provided. It is possible that bifurcate oversizing from implanting a 36mm diameter bifurcate into a proximal neck flow lumen which had an irregular shaped profile (due to thrombus and calcification) ranging from 23-28mm in diameter, may have led to the infolding. It is likely that infolding in the proximal stent graft could have contributed to a possible endoleak in the proximal area. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak difficult. While a type ia endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Analysis of the returned videos did not reveal any out of specification stent graft integrity issues. B:5 additional information received. It was reported that following the open conversion procedure, the patient re-entered ICU. It was reported that prior to the procedure the patient had already poor lung function and has been given a poor prognosis of recovery following this procedure. The reason for converting to open conversion during the procedure was for both a concern over the reported endoleak and over the infolding event. It was said that the physician decided that the type 1a endoleak and infolding event couldn't be expected to be resolved with additional intravascular treatment such as ballooning or implanting the aortic extension stent graft so open conversion was initiated. H:6 updated h:1 updated 2: updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the devices were returned with bifurcate transected just above ring 4. A transected intact stent ring and partial stent and material was returned and is part of the bifurcate, unsure which specific stent ring it is. No appreciable angulation was observed on the stent graft. One pinhole tear measuring 0.26mmsq was observed on the bifurcate between rings #5 and #6, and one likely abrasion related tear ~0.486mmsq was observed on the returned ¿cut¿ bifurcate section. No stent fractures, fabric tears, or significant suture cuts were observed on any of the returned devices. Manipulation of the stent graft during the laparotomy may have contributed to the defects visible on the returned explant however this cannot be confirmed. Review of pre-implant CT¿s and 3d reconstruction images revealed that implanting a 36mm diameter bifurcate into an irregular shaped proximal neck flow lumen (due to thrombus and calcification), ranging from ~25-28mm in diameter likely contributed to the infolding. The observed infolding in the proximal stent graft is expected to have been a factor in the occurrence of the proximal endoleak. Instructions for use for the endurant ii stent graft advise that the aortic section of the bifurcated stent graft should be oversized 10-20% in relation to the actual measured inner vessel diameter. This measurement should take into account thrombus and calcification present within the vessel, that has the capacity to decrease the inner vessel diameter. It also appeared that oversizing of the left iliac limb in the left common artery was present, leading to likely occlusion in this area. From the examination of the returned device and clinical information provided, the exact cause of the reported event cannot be determined, however the most likely root cause was due to the possible oversizing of the bifurcate within the thrombus-filled neck which led to the radial infolding and a proximal endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.